Event description:
It was reported that a malfunction occurred on the pump, but there was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information by technical support, who also assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if any further issues arise.